Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and seven months post filter deployment, computed tomography (CT) revealed that inferior vena cava filter was noted with tip at the level of the renal vein confluence in the inferior vena cava. All the tines protruded minimally through the inferior vena cava wall about 2 or 3 mm at most. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced unusual pain on right side where the filter was placed; however, the current status of the patient is unknown.